Event description:
Patient, with end stage liver disease, on pressors, was admitted to ICU, patient confused, encephalopathic. At home pt received lactulose and came to the hospital with a malecot catheter in place-cared for by patient's family member. Fms device was placed in the ICU. Wocn stated "there they treated the tube as a malecot" they inserted tube upward and did not pull down. Family member of pt observed and reported this. Et nurse remarked that due to end stage liver disease, patient's coags "were out of kilter" making it more likley he would have bleeding problems. Sept 28 rectal bleed, 5 days after insertion. Bright red blood in the tube. No change in blood pressure. 2 units of blood transfused. Emergency flex sigmoid performed. Findings - grossly congested mucosa found in the anus, rectum and sigmoid, proximal colon as well. Mildly friable mucosa with constant bleeding in the anus, rectum. Slightly uncerated mucosa, anus/rectum "appeared to be entirely secondary to rectal tube". Recommendation - remove tube. Patient taken to the or for transplant where they found interabdominal issues from parecentesis; heart related dysfunction. Found not to be a transplant candidate. Patient became hypotensive; pressors turned off. Patient expired.